Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: (B)(4), model: sc-8416-70, serial: (B)(4), batch: 7070472.

Event description:
It was reported that the patient developed an infection. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.